Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 368 mg/dl with polydipsia associated with a power issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the battery compartment was cracked and there was intermittent power to the pump. Reportedly, the yellow o-ring was visible at the battery cap at the time of the power interruption; however, the reporter stated there was no damage to the battery cap. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked and the returned battery cap had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated. A new test battery cap was used and was able to secure and successfully complete a 24 hour duration test with no power interruptions duplicated. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the audio bolus button cover was missing.